Manufacturer narrative:
(B)(4). Date sent: 1/4/2018. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that due to a malignant neoplasm of rectum cadenogarcinoma, a lowering surgery with double stapling was performed. The surgeon used the ethicon curved cutter stapler and everything went well. When doing the anastomosis with the device it was observed that the stapler cut but did not staple (staples remained open). The surgeon had to redo the anastomosis. This was done with extreme difficulty because the rectal area cubit was already short making the anastomosis very risky. However it was done because otherwise the patient would have a colostomy definitively. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2018. Batch # p56n61. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition was noted the casing half washer loaded on the device. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how two washer were present on the device, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: the pictures show what appears to be the rectum with a metal holder placed, and two scissors handling the tissue. Third and fourth pictures shows a piece of gauze with three staples partially formed. Fifth and sixth pictures shows a large piece of tissue, a trocar and a gauze with the three staples, in addition two small piece of tissue behind the large piece of tissue can be seen. Based on the photos alone the event describe is confirmed.